Event description:
It was reported that noise leading to oversensing and crosstalk was observed on the right ventricular (rv) lead and noise was observed on the right atrial lead. Rv lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored; there were no adverse consequences. Related manufacturer reference number: 2017865-2021-40388.